Event description:
Device was returned for sticky pins. Fva pins were found to have severe drag. It was also found the fva motor connection on the main pcba is damaged and not fully attached to the main pcba. No additional damage was identified.

Event description:
The following has been reported: biomed reported: pump showed tubing set misloaded error and was making jackhammering sounds when putting the cassette in. Red service needed error after it made the weird sounds. Patient harm: no. Stopped active infusion: no. A preliminary review of the logs identified the following issue: mechanical hardware failure (av assembly). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.